Manufacturer narrative:
H11: a batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. The device was not received for evaluation; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a separation between the female connector (dark blue) and the main body of the minicap transfer set; further described as¿the dark blue part of the transfer set pulls out¿. This was identified while disconnecting from peritoneal dialysis (pd) therapy. The patient was unable to disconnect the patient line of the cassette from the transfer set. The transfer set was replaced. There was no report of patient injury or medical intervention associated with this event. No additional information is available.